Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting loss of capture, high capture thresholds, and oversensing. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.